Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an implantation procedure using a powerport m.r.I. Isp. The port functioned normally during this period. On (B)(6) 2026, it was reported that no blood could be aspirated. Under dsa guidance, it was confirmed that the tubing had dislodged into the heart. The hospital promptly retrieved the broken tubing using a retrieval device. The current status of the patient is unknown.